Event description:
Procedure: low anterior resection. According to the reporter, the doctor stated that a staple line and a complete donut were retrieved during the initial case on (B)(6). The pt was experiencing pain and swelling and underwent re-operations on (B)(6), (B)(6), and (B)(6). A staple line leak and fluid was noticed near the anastomotic site. Pt was reported to be in stable condition at the time of this complaint.

Manufacturer narrative:
(B)(4). (B)(4).